Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the fenestrated bipolar forceps instrument seemed to stop functioning. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch up cable was found to be frayed at the distal clevis hub. The conductor wires were intact and undamaged. The frayed strands stuck out at the wrist. Other cables at wrist were undamaged. No other damage was found.